Manufacturer narrative:
Results: the indigo system cat rx (catrx) was kinked approximately 135.0 cm from the hub. Conclusions: evaluation of the returned catrx revealed that it was kinked. This damage may have occurred due to forceful handling of the catrx during advancement or positioning within patient anatomy. The observed kink likely contributed to the aspiration stopping during the procedure. The non-penumbra sheath and wire mentioned in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the ulnar artery using an indigo system cat rx kit (kit). During the procedure, the physician advanced the indigo system cat rx aspiration catheter (catrx) into the target vessel through a non-penumbra sheath and over a non-penumbra wire. After aspiration was performed for a total of three minutes in the ulnar artery, the catrx was removed. The physician did not mention resistance during the procedure; however, aspiration stopped. While removing the catrx from the sheath, the physician noticed that it was bent. Therefore, the catrx was set aside and the procedure was successfully completed using an indigo system cat3 aspiration catheter (cat3) through the same sheath and over the same wire. There was no report of an adverse effect to the patient.